Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6), product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 18-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 3mg/ml at 0.4 mg/ml and bupivacaine 9mg/ml at 1.2mg/ml via an implantable pump for unknown indications for use. It was reported that the coulette was not assembled correctly when it came out of the package. One of the ends was off. The physician put the piece back together and when the attempted to place a catheter segment into the coulette, it wouldn't click in. The rep stated that it seemed like the coulette had already "deployed". The rep stated that it came out of the kit broken, so they ended up opening an 8785 to use the coulette piece from that kit. When asked if there was any environmental/patient/external factors that could have led or contributed to the issue, the rep indicated that this was a product straight out of the kit issue. Diagnostics/troubleshooting performed included the physician attempting to put the pieces back together and was able to do so, but it wouldn't secure the catheter. The rep further stated that a surgical intervention did not occur and one was not planned. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient weight and medical history was asked but would not be made available.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot#/serial# (B)(6), implanted: (B)(6) 2024, product type catheter h3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6- device code: a26 was updated/corrected to a04 and a12 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) via the return paperwork and it was noted they were unsure why the coulette came broken.

Manufacturer narrative:
Analysis of the catheter identified that there was an anomaly on the pin connector prior to implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.